Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During device analysis, technical assistance identified an image failure during visual inspection. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure of the visual inspection of image occurred due to component failure of charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.